Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during fill five of five for automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and noticed air in the heater line. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Rts advised the patient to end the therapy. The hp would finish therapy manually. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.